Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the rptr: the (B)(4) has an internal black ring or seal that tears out during the insertion of the mesh and is wrapped around the mesh, thus making the trocar useless and the mesh has to be removed and try to remove the black ring w/o damaging the mesh. Extended operating room time by 10 mins, there was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.